Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified. Patient age and dob requested but not provided, however, the customer stated that the patient was an adult patient.

Event description:
It was reported that nursing has experienced multiple events in which the extension sets are separating and leaking during use on adult patients. The customer stated that there were no patient's harmed from the events.